Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in sections and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd luer-lok disposable syringe with bd luer-lok tip was having issues delivering medication because of a difficult plunger. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 309657, batch no. Unknown. It was reported that patient stated that there wasn't any insulin coming out at the end of the needle. "Description of issue: patient stated that there wasn't any insulin coming out at the end of the needle. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 2 item number: ¿ 3 ml syringe ¿ 309657. Product lot number: patient could not verify this info. Are samples available for investigation? Patient ended call abruptly and could not verify. Did issue cause any injury? If yes, what type of injury? Patient ended call abruptly and could not verify. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? Patient ended call abruptly and could not verify. Resolution patient retrieved a 3rd needle and was able to successfully see drops at the end of the needle. Patient satisfied. Patient declined replacement. Product category = needle/syringe issue".

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip was having issues delivering medication because of a difficult plunger. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. Verbatim: "material no. 309657 batch no. Unknown. It was reported that patient stated that there wasn't any insulin coming out at the end of the needle. " description of issue: patient stated that there wasn't any insulin coming out at the end of the needle. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 3. Number of occurrences: 2. Item number: 3 ml syringe: 309657. Product lot number: patient could not verify this info. Are samples available for investigation? Patient ended call abruptly and could not verify. Did issue cause any injury? If yes, what type of injury? Patient ended call abruptly and could not verify. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? Patient ended call abruptly and could not verify. Resolution: patient retrieved a 3rd needle and was able to successfully see drops at the end of the needle. Patient satisfied. Patient declined replacement. Note: product category = needle/syringe issue".